Event description:
A malfunction alarm occurred with the pump while it was in use. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in loading a new cartridge following the proper technique and was able to successfully resume insulin therapy.